Event description:
A valiant thoracic stent graft system was implanted for the treatment of an acute descending thoracic dissection under physician sponsored ide # (B)(4). Aneurysm and vessel morphology are unknown. Post operatively, the patient had a prolonged hospital stay due to frequent headaches. There were also concerns of an underlying connective tissue disorder, vasculitis and his vessels appeared friable intra-operatively. The patient was offered rheumatology workup but declined. The patient was sent home in stable condition. No clinical sequelae were reported and the patient is fine. No additional information is available for this event.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (headache); (no further information available). Conclusion: (no further information available).